Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that her system hadn¿t worked for approximately 2-2.5 years after a fall that caused a brain bleed. The patient stated she was hospitalized for quite some time and had since recovered. The patient wanted her system explanted because she has needed to have multiple MRI¿s over the years and had not been able to have one. No troubleshooting or actions had been taken and the issue was not resolved at the time of the report. It was unknown if surgical intervention was planned. The indication for use was failed back surgery syndrome.